Manufacturer narrative:
The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. Philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty speaker assembly. The fse replaced the speaker assembly to address the identified problem. The device passed all performance verification testing.

Manufacturer narrative:
Report date: 26aug2021. Reporting institution name: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that the device had a primary alarm failure. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.